Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Minor bleed: the cause of minor bleed was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the groin site and suspected hemolysis. No patient harm was reported.